Manufacturer narrative:
Insertion post could not be removed from dental implant. The implant needed to be explanted. No product problem detected. The reason for the complaint is not comprehensible. The insertion post was easy to remove during our inspection. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Insertion post could not be removed from dental implant. The implant needed to be explanted.